Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose and diabetic ketoacidosis. The customer was placed on insulin drip until blood glucose came down. Customer was released today, (B)(6) 2016. Customer was not connected to the pump at of hospitalization. The customer stated that her tubing broke while sleeping, got caught on belt clip.